Manufacturer narrative:
H3: product analysis was performed and the reported issue of power issues on the mvs was confirmed. Power cord was tested by using fluke digita multi meter. Bench test failed due to open connection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company rep. The serial numbers were unknown but this hasn't been confirmed with the site yet. The ups was reported to have been discarded. The power cord will be returned and is currently in the possession of the factory. The surgeon's name was reported.

Manufacturer narrative:
A manufacturer rep went to the site to test the system. It was reported that the mvs was not getting power from several outlets and then finally worked. The inspection showed the power cord had a loose prong. Replaced power cord and ups battery. System checkout passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a spinal procedure. It was reported that after the 3d scan was acquired and the mvs was sending over to the stealth, the mvs powered off. The site swapped to a different outlet and turned the mvs on. It booted on and was beeping and then shut down shortly. They tried a 3rd outlet and the same thing happened. They then tried a 4th outlet and were able to get the mvs to power on and stay on. There was no beeping anymore. They then could manually transfer the spin and proceed with the case. This caused a 10 minute delay, but no other patient impact.